Manufacturer narrative:
Material returned included the handpiece, tracker array, and one of the two tracker thumbscrews (broken). The only way for a handpiece tracker to become loose enough to affect cutting would be if both thumbscrews were loose or detached/broken. In the second thumbscrew, which was used in the case, would not thread all the way down onto the handpiece tracker. Given this additional information, the following conclusion was made: the scrub tech did not fully seat the proximal thumbscrew, as the screw itself was damaged and would not thread any further. The distal thumbscrew was overtightened, seen by obvious signs of compression on the area around this thumbscrew on the tracker array. During surgery the distal thumbscrew broke, severely weakened by the overtightening. Final cause of break could be from surgeon hand placement during cutting or bumping the tracker array, putting strain on the overtightened thumbscrew. Since the proximal thumbscrew was never fully seated, the tracker was no longer secured. The surgeon continued cutting until he noticed that the tracker was bouncing with the vibrations of cutting. This was when the overcut was noticed. The navio ukr case was converted to a total knee using standard instrumentation.

Manufacturer narrative:
One of the two handpiece thumbscrews affixing the handpiece tracker array to the handpiece broke and the handpiece tracker array was loose during bone removal for a unicondylar knee procedure. This resulted in incorrect spatial recognition by the system and an overcut on the posterior femur. The surgeon converted the case to a total knee and no patient harm resulted. Additional investigation is required and a follow-up report will be filed once the part is returned to the manufacturer and evaluated to determine the root cause.

Event description:
During bone removal, after preparing the anterior portion of the femur, the surgeon switched from exposure control to speed control resulting in the system presenting an overcut. Prior to this point in the procedure, no irregular operation was identified. The surgeon stopped immediately after the system presented with the overcut. At this time, it was identified that the handpiece tracker array was loose and the posterior handpiece thumbscrew affixing the tracker to the handpiece was broken. The forward most handpiece thumbscrew was intact. The handpiece successfully calibrated with the navio system prior to beginning the procedure. No deviation from the instructions for proper handpiece assembly for use was reported or apparent.